Event description:
New information notes that the physician suspected that the pulse generator was the root cause of the noise. Both leads were used for the next device. Analysis revealed no malfunction against the device. Related manufacturer reference number: 2017865-2020-03223.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented during generator change with noise on both the atrial and ventricular leads. Further information was requested but not received. Related manufacturer reference number: 2017865-2020-01732.